Event description:
It was reported that during a lobectomy procedure, the firing trigger could not be grasped at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged pawl pin. The analysis results found that one device was returned with the 3-stroke indicator disk damaged, and with a partially fired reload. The returned reload was tested for functionality by resetting and reloading it into the device the functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence, however the device did not engage the 3rd stroke in the first attempt. The device was disassembled to verify the condition of the internal components and the pin pawl, firing rod and firing trigger were noted to be damaged, causing the firing mechanism not to properly operate. This is consistent when the device encounters higher loads during firing due to thicker tissue than indicated causing the firing mechanism to malfunction. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample to the batch is inspected. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.